Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant, the patient experienced an arrhythmia and heart block. The right ventricular (rv) lead thresholds were noted to be unstable. An attempt to reposition the lead was unsuccessful, the lead was explanted and replaced. After replacing the rv lead, the implantable pulse generator (ipg) set screw was not able to fix the lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically fractured due to pulling /stretching/overstress. The distal electrode of the lead with the monolithic controlled release device that contains the steroid was torn. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix was fractured, and the mcrd (white part at the lead tip) was damaged. Fracture of the helix could be related to the complaints. It was damage during the procedure of re-position of the lead. If information is provided in the future, a supplemental report will be issued.